Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator (ins). The reason for call was caller stated that the entire system was removed in 2022 because it wasn't working. Caller stated that their implanting doctor put the device in and mixed the stimulator from this manufacturer with another wire system in the spine. Caller added that when they went to surgery, they asked if the leads were going to match, and the doctor said yes, but then the system didn't work. Patient stated they took the system completely out through a different doctor. Agent documented reported information and sent update to patient registration services. Upon further review, caller mentioned that during the year 2022 the patient had a total of 3 stimulators put in and then removed.